Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber rupture after using 42384 joules and 17 minutes and 53 seconds of fiber use. The procedure was completed using another fiber. There were no patient complications.